Manufacturer narrative:
The customer's report of an over infusion was not confirmed. Physical inspection showed no anomalies. Functional testing showed no anomalies. The pcu event log review showed no anomalies. The root cause of the customer's report could not be confirmed.

Event description:
The reported feedback suggests that there is an overinfusion.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The reported feedback suggests that there is an over infusion. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.